Event description:
Additional information indicates the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02380. It was reported the patient's lead was eroding through. Surgical intervention on (B)(6) 2020 found no erosion but there was a lead loop pushing up under the patients skin at the insertion site. Physician was able to bury the loop deeper and anchor it place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.